Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. Multiple supply changes were performed to address the occlusions and the occlusion alarms continued. A system check was performed on the current supplies and the occlusion alarms were verified. Blood glucose level was 345 mg/dl.